Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient sustained an impact to the head on (B)(6), 2012 subsequently resulting in loss of connection to the internal device. The implanted device remains.it is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
This report is filed on (B)(4) 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013 and the patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2013.